Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300 passed ¿out qat from heartsine technologies on the 27th april 2010. A visual inspection of the device revealed no apparent defects. The memory log was downloaded. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the 27th may 2010 and that it had performed to specification up to and including the 10th august 2014. On the 17th august 2014, the device failed an auto self test due to a low battery. On the 18th august 2014, information from the history log shows an increase in battery voltage which suggests a further pad-pak was installed. The device was power cycled, passing a selt-test. The device passed all subsequent auto self-tests up to and including the 3rd december 2017. On the 5th december 2017, 8 manual power ups were recorded, each of which was under 1 minute duration. These manual power ups may suggest the user was power cycling the device or the device was switching on automatically and the user was intervening by pressing the on/off button. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. After further investigation the reported fault could be attributed to membrane failure. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.